Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic robotic procedure (laparoscopic procedure converted to open unrelated to device problem), while being applied at the rectum, the stapler was able to fire and its handle was able to recognize its reload but the distal staple line was incomplete. The surgeon placed the stapler low in the pelvis and he said that he fired the stapler completely, but then said that the stapler did not place staples on the distal line. The reload looked as if all the staple pushers were pushed up. Another straight purple reload was used to fix the line and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.